Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('sono showed only the left implant in cornua and not the right essure devices were noted protruding from these areas') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 26-year-old female patient who had essure (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune diagnosed ¿ lupus/connective tissue disease/lupus"), epigastric discomfort ("stomach irritation"), gastrointestinal tract irritation ("intestinal irritation/gi conditions") and connective tissue disorder ("autoimmune diagnosed ¿ lupus/connective tissue disease/lupus"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced migraine ("migraine/headache"), skin disorder ("rash/skin condition"), erythema ("rash/skin condition/red spots on skin") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic removal, bilateral salpingectomy) and aparoscopic removal, bilateral salpingectomy)). Essure was removed on 13-sep-2018. At the time of the report, the device dislocation, dysmenorrhoea, systemic lupus erythematosus, dyspareunia, hormone level abnormal, migraine, fatigue, alopecia, skin disorder, erythema, mood swings, tooth disorder, epigastric discomfort, gastrointestinal tract irritation and connective tissue disorder outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered alopecia, connective tissue disorder, dysmenorrhoea, dyspareunia, epigastric discomfort, erythema, fatigue, gastrointestinal tract irritation, hormone level abnormal, migraine, mood swings, skin disorder, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), lupus, gi conditions, hormonal changes, migraine, headaches, fatigue, hair loss. Removal details: bilateral fallopian tube ostia were noted and no essure devices were noted protruding from these areas. The scope was removed. Once the essure device was removed and removed from the abdomen, the tubes were then taken off down to the cornua of the uterus. The patient was transferred back into the supine position and awakened from general anesthesia, transferred to stretcher and then to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: endometrium echogenic area just posterior to endometrial canal - .2 cm - unknown etiology. Essure seen bilateral; on 04-sep-2018: showed only the left implant in cornua and not the right. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: mood swings, dyspareunia, dysmenorrhea, migraine, lupus". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events¿ mood swings, dental problems, stomach irritation, red spots on skin (previously reported as rash/skin) and intestinal irritation/gi conditions were added. Reporter were added. On (B)(6) 2020: medical record received. Event¿ sono showed only the left implant in cornua and not the right essure devices were noted protruding from these areas¿ was added. Reporter, lab data, concomitant medication were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('sono showed only the left implant in cornua and not the right essure devices were noted protruding from these areas') and dysmenorrhoea ('dysmenorrhea cramping') in a 26-year-old female patient who had essure (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune diagnosed ¿ lupus/connective tissue disease/lupus"), epigastric discomfort ("stomach irritation"), gastrointestinal tract irritation ("intestinal irritation/gi conditions") and connective tissue disorder ("autoimmune diagnosed ¿ lupus/connective tissue disease/lupus"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced mood altered ("hormonal changes / moodiness") and skin disorder ("rash/skin condition"). On an unknown date, the patient experienced erythema ("rash/skin condition/red spots on skin") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic removal, bilateral salpingectomy and aparoscopic removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, systemic lupus erythematosus, dyspareunia, mood altered, migraine, alopecia, skin disorder, erythema, mood swings and epigastric discomfort outcome was unknown, the dysmenorrhoea was resolving and the fatigue, tooth disorder, gastrointestinal tract irritation and connective tissue disorder had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered alopecia, connective tissue disorder, dysmenorrhoea, dyspareunia, epigastric discomfort, erythema, fatigue, gastrointestinal tract irritation, migraine, mood altered, mood swings, skin disorder, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), lupus, gi conditions, hormonal changes, migraine, headaches, fatigue, hair loss. Removal details: bilateral fallopian tube ostia were noted and no essure devices were noted protruding from these areas. The scope was removed. Once the essure device was removed and removed from the abdomen, the tubes were then taken off down to the cornua of the uterus. The patient was transferred back into the supine position and awakened from general anesthesia, transferred to stretcher and then to recovery room in stable condition. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: endometrium echogenic area just posterior to endometrial canal - .2 cm. Unknown etiology. Essure seen bilateral; on (B)(6) 2018: showed only the left implant in cornua and not the right. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: mood swings, dyspareunia, dysmenorrhea, migraine, lupus". Lot number: 646512, manufacture date: 2009-06, & expiration date: 2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('sono showed only the left implant in cornua and not the right essure devices were noted protruding from these areas') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 26-year-old female patient who had essure (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune diagnosed ¿ lupus/connective tissue disease/lupus"), epigastric discomfort ("stomach irritation"), gastrointestinal tract irritation ("intestinal irritation/gi conditions") and connective tissue disorder ("autoimmune diagnosed ¿ lupus/connective tissue disease/lupus"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced mood altered ("hormonal changes / moodiness") and skin disorder ("rash/skin condition"). On an unknown date, the patient experienced erythema ("rash/skin condition/red spots on skin") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic removal, bilateral salpingectomy) and aparoscopic removal, bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, systemic lupus erythematosus, dyspareunia, mood altered, migraine, alopecia, skin disorder, erythema, mood swings and epigastric discomfort outcome was unknown, the dysmenorrhoea was resolving and the fatigue, tooth disorder, gastrointestinal tract irritation and connective tissue disorder had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered alopecia, connective tissue disorder, dysmenorrhoea, dyspareunia, epigastric discomfort, erythema, fatigue, gastrointestinal tract irritation, migraine, mood altered, mood swings, skin disorder, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), lupus, gi conditions, hormonal changes, migraine, headaches, fatigue, hair loss. Removal details: bilateral fallopian tube ostia were noted and no essure devices were noted protruding from these areas. The scope was removed. Once the essure device was removed and removed from the abdomen, the tubes were then taken off down to the cornua of the uterus. The patient was transferred back into the supine position and awakened from general anesthesia, transferred to stretcher and then to recovery room in stable condition. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: endometrium echogenic area just posterior to endometrial canal - .2 cm - unknown etiology. Essure seen bilateral; on (B)(6) 2018: showed only the left implant in cornua and not the right. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: mood swings, dyspareunia, dysmenorrhea, migraine, lupus". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs and mr received: event coding updated from hormone level abnormal to mood altered. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and systemic lupus erythematosus ('autoimmune diagnosed ¿ lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), skin disorder ("rash/skin condition") and rash ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tubal ligation,). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, systemic lupus erythematosus, dyspareunia, gastrointestinal disorder, hormone level abnormal, migraine, headache, fatigue, alopecia, skin disorder and rash outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, rash, skin disorder and systemic lupus erythematosus to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lupus, gi conditions, hormonal changes, migraine, headaches, fatigue, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, autoimmune diagnosed ¿ lupus, gi conditions, hormonal changes, migraine, headaches, fatigue, hair loss, did not undergo confirmation test. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.